Event description:
The customer observed lower than expected vitros myog results (sample 1 = 1,223, sample 2 = 1,520, sample 3 = 1,730, sample 4 = 1,651, sample 5 = 1,984 ng/ml) for multiple samples drawn from the same patient. The issue was observed across two different vitros 5600 integrated systems. The lower than expected results were initially reported to a physician. Once the issue was identified, repeat testing was performed using a sample dilution and expected vitros myog results (sample 1 = >200,000, sample 2 = >200,000, sample 3 = 195,367, sample 4 = 194,888, sample 5 = 164,996 ng/ml) were obtained. A corrected report was issued for the patient in question based on the repeat testing. The physician alleged that patient treatment was mis-managed based on the lower than expected vitros myog results initially reported. In particular, dialysis treatment was delayed until the time that the corrected vitros myog report was issued. The potential for patient harm in this scenario due to a delay in initiating dialysis treatment cannot be ruled out. However, there was no report of actual harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Lower than expected vitros myog results were obtained for multiple samples drawn from the same patient. The investigation determined that the most likely cause of the event is a limitation of the vitros myog reagent relating to a high dose hook effect. Per the vitros myog instructions for use (version 4.0), the assay measuring range is 0.9 - 2,000 ng/ml and the assay has no high dose hook effect up to 100,000 ng/ml. Based on the repeat testing performed using sample dilutions, the expected vitros myog result for each patient sample exceeded 100,000 ng/ml. Therefore, the vitros myog reagent was performing within claims. There was no malfunction of the vitros 5600 integrated systems or the vitros myog reagent.